Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.

Event description:
It was reported that No Readings/ Sensor Error/ Brief Sensor Issue occurred an unknown day after the sensor had been inserted in the arm. The provided incident date is an estimate. The patient reported experiencing a communication error between sensor and pump. The communication error resulted in blood glucose values being unavailable in the Omnipod system, which subsequently led to elevated blood glucose. The patient experienced difficulty concentrating, dry mouth, excessive thirst, and increased fluid intake, prompting them to seek medical attention. The patient was taken to the emergency room where it was estimated that their blood glucose measured at approximately 500 mg/dL, and ketone levels were reported at 0.69 mmol/L. The patient was diagnosed with hyperglycemia and treated with intravenous fluids and electrolytes. The sensor remained on during the medical visit, which lasted approximately six hours. The patient was released on the same day. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.